Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified blade damage to one blade. The distal blade segment was found to be missing and not returned. The pad of the blade was found to be secured to the balloon surface. No other damage was observed to any of the blades. A visual and microscopic examination of the balloon material identified no damages to the balloon. No issues noted with the hypotube portion of the device. The shaft polymer extrusion was found to be bunched throughout its length. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the blade was missing. The target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was successfully inserted into the lesion for dilation, however, it was confirmed that the blade was missing after removing the device. The procedure was completed with a different device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Updated investigation completed on 19apr2022. A visual and microscopic examination identified blade damage to two blades. Blade 1 - the distal blade segment was found to be missing and not returned. The pad of the blade was found to be secured to the balloon surface. No other damage was observed to any of the blades. A visual and microscopic examination of the balloon material identified no damages to the balloon. Blade 2 - 3mm of the proximal blade segment was found to be missing and not returned. The pad of the blade was found to be secured to the balloon surface. A visual and microscopic examination of the balloon material identified no damages to the balloon. No issues noted with the hypotube portion of the device. The shaft polymer extrusion was found to be bunched throughout its length. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands. The device was returned for analysis and investigation reopened and close on 19apr2022. A visual and microscopic examination identified blade damage to one blade. The distal blade segment was found to be missing and not returned. The pad of the blade was found to be secured to the balloon surface. No other damage was observed to any of the blades. A visual and microscopic examination of the balloon material identified no damages to the balloon. No issues noted with the hypotube portion of the device. The shaft polymer extrusion was found to be bunched throughout its length. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that the blade was missing. The target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was successfully inserted into the lesion for dilation, however, it was confirmed that the blade was missing after removing the device. The procedure was completed with a different device. There were no complications reported.

Event description:
It was reported that the blade was missing. The target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the device was successfully inserted into the lesion for dilation, however, it was confirmed that the blade was missing after removing the device. The procedure was completed with a different device. There were no complications reported.

Manufacturer narrative:
(B)(6).